Event description:
While delivering the stent to a precise location, the stent came off the balloon. The physician was able to remove the balloon and put in another balloon to deploy the stent. They feel like the stent came off because they pulled negative pressure on the balloon port prior to delivery and that may have made the balloon come loose from the stent. The patient is fine.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted. Associated MDR: 1219977-2015-000132.